Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (mid 200 mg/dl). Customer had an infected site and an illness. Customer noticed air bubbles in the tubing, and had a kinked cannula.